Event description:
It was reported that during the insertion procedure, the "sheath collapsed".

Manufacturer narrative:
An investigation has been initiated. We have requested additional info about the event and pt. When our investigation is complete, a final report will be submitted.